Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device check it was noted that the right ventricular (rv) lead was not capturing. A chest x-ray was performed, and result showed rv lead dislodgement. Further, the lead was repositioned and remains in service. No additional adverse patient effects were reported.